Event description:
On (B)(6) 2010, it was reported to kci that a pt was re-admitted to the hospital with what was thought to be retained foam in a coccyx wound. According to the nurse, 2008 was the last time that the pt had received v.a.c therapy. On (B)(6) 2010, kci global safety spoke with the risk manager at the hospital who reported that the pt underwent surgery to remove a foreign object that was found in the pt's coccyx wound. No further medical info is available.

Manufacturer narrative:
Device labeling, available in print and online, states vac foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Based on info provided by the health care providers, it cannot be determined when the foreign body alleged to be v.a.c granufoam was inadvertently left in the wound. The foreign body was not returned to kci for identification, therefore, kci was unable to confirm identity of the foreign object. There was no product malfunction. This report is being filed due to user misuse.